Event description:
It was reported that prior to the attempted implant of a transcatheter valve, it was difficult to advance the valve into the annulus. During the first deployment attempt, an infold was observed at a 4 millimeter (mm) implant depth after rotating into the left ventricular outflow tract (lvot). The valve was subsequently recaptured and withdrawn from the patient. A new non-medtronic transcatheter valve was used to complete the procedure. Per the physician, the patient had calcified anatomy that contributed to the event. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID {{d-evolutfx-2329}}; product lot/serial number (B)(6). Product type: {{0195- heart valves}}; product ID {{l-evolutfx-2329}}; product lot/serial number (B)(6), product type: {{0195- heart valves}}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.